Manufacturer narrative:
The device history record was reviewed to ensure proper labeling. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery, the ipg could not communicate with external devices. After troubleshooting, therapy was restored to the patient.